Event description:
Received electronic report from a hemodialysis user facility who has reported that a patient received saline flush and immediately went unresponsive and had seizure activity. The rn was contacted where it has been learned that this patient is fairly new to dialysis, receiving dialysis with use of this dialyzer since 2008. For this event, dialysis was started at 0849 when at 1030, the bp dropped to 106/40 and continued to go down to 34/16 with a hr of 120. A saline flush was given, and the patient became unresponsive and appeared to be in prolonged seizure activity. The staff returned the blood back to the patient, a saline bolus was infused, oxygen was given and the treatment was discontinued. The staff was unable to determine her pulse, so they initiated CPR and connected her to an AED. A call was placed to 911. The seizure was reportedly so severe that she required intubation while in the ambulance. The patient was taken to the hospital and it was noted she continued to be in a prolonged postictal state but her condition, as well as the bp was improving. The patient was admitted to the hospital and underwent testing for new onset of seizure-like activity. Of note was that for this event, a total of 1 1/2 liters of fluid had been removed, as she had gained a total of 2.9 liters of fluid since her last treatment date of the following month. For the seizures, the patient has been prescribed anti-seizure medication. The patient was discharged where she continues dialysis with use of the optiflux 160 nr dialyzer without further incidence. The plan is to continue the anti-seizure medication and to continue dialysis with use fo the optiflux nr dialyzer. A sample is available for evaluation.

Manufacturer narrative:
It is the belief of fmcna that this event was most likely due to the patient's extensive medical history and was not related to the use of the dialyzer. This patient had dialyzed on this dialyzer 14 times with no ill effects.